Event description:
It was reported that the patient¿s infusion site detached, and during the subsequent supply change the cartridge was connected to the connector and tubing before insertion into the ilet and the pump had not been rewound prior to cartridge insertion; the caregiver, guided by support, rewound the device, inserted a new cartridge correctly, locked the connector and tubing, confirmed drops after continued press-and-hold, completed the fill, and applied a new infusion set to clean, dry skin with successful cannula fill. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of therapy with user education and no alarms. Investigation included troubleshooting and use guidance with focus on correct cartridge insertion sequence, device rewind procedure, priming technique, and infusion set application. Investigation of this case revealed user technique issues related to supply change steps, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect procedural steps during cartridge and infusion set change.